Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms, triggering a lead safety switch (lss). The non-boston scientific right atrial (ra) lead had low impedances as well but within normal limits. Technical services (ts) was contacted, and ts noted recorded episodes with noise, likely because of unipolar sensing from the lss, and oversensing with pacing inhibition. The pacemaker system remains in service. No adverse patient effects were reported.